Event description:
Reporter alleged obtaining discrepant blood glucose results of 397 mg/dl and 365 mg/dl on the advantage system, compared back to back with a result of 128 mg/dl on the nurse's system, when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.